Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. UDI number could not be obtained as the lot number for the device was not available.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 13. The tevar indication was for pain, refractory hypertension and malperfusion. The primary entry tear was located in zone 4. Preoperatively the patient suffered from leg ischemia, and lower limb ischemia. A conformable gore® tag® thoracic endoprosthesis (tgu373720) was implanted in zone 3, with coverage extending within zone 4. Additionally a branch procedure involving the celiac artery(ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed and right and left common iliac arteries. Post branch treatment patency of the branches was reported with no coverage of the left subclavian artery. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 37mm, zone not identified. Post-operative complications reported for the patient included lower compartment syndrome spinal ischemia; and leg ischemia which that required a fasciotomy. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient received transfusion of 1 unit packed red blood cells, had a spinal drain placed and was transferred to the intensive care unit and discharged to a nursing home post-operative day (pod) 10. The patient underwent follow up visits on unknown pod(s): 378. On an unknown date, approximately pod 378, no follow up imaging was reported. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.

Manufacturer narrative:
Age or date of birth: corrected/additional information.